Event description:
It was reported by the customer that the bd pyxis¿ medbank mini was unable to issue the medication lorazepam 0.5through troubleshooting determined that there was no cubie actually stocked in bin 14 02. They were unsure why this would be the case, but most likely the cubie/bin space rejected the last restock cubie and kept the stock transaction and was never updated. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where lorazepam was not stocked in the drawer and there was no cubie stocked in bin. A technical support specialist de-assigned the 14 02 cubie and added that if the facility needed a second cubie of lorazepam 0.5mg stocked then the pharmacy needed to fill a new fill cubie of the item to send out to be stocked to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.